Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Adverse event(s): "no patient injury" (no consequences or impact to pt); "10 minute delay" (no code available). Product problem(s): "shut down during surgery x2" (loss of power). A nurse reported the system shut down twice during surgery just before the phacoemulsification was done. Both times the system was rebooted. After the second reboot, the surgery was completed. There was a 10 minute delay while the system was rebooted. There was no pt impact reported.